Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system with a dilator snapped inside the sheath. The tip and sheath were microscopically and visually revealed kinks in the sheath located 5.4 cm and 11.3 cm from the tip of tinspected. Inspection he device. Investigation of the remainder of the device found no other damage or irregularities.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but needed to be fully recaptured. During the full recapture, the was became kinked. The closure device and delivery system were removed and the was was exchanged to complete the procedure successfully. There were no patient complications and the patient was stable.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but needed to be fully recaptured. During the full recapture, the was became kinked. The closure device and delivery system were removed and the was was exchanged to complete the procedure successfully. There were no patient complications and the patient was stable.